Event description:
The infusion pump was involved in an overdelivery. A 120 ml of an unknown solution was programmed to infuse at approx 10 ml/hr. When the pump displayed 90 ml remaining to be infused, the IV bag was empty. The infusion pump was removed from pt use. No pt injury was reported.